Event description:
The consumer reported that the patient was diagnosed with an infection 3 to 4 weeks ago in (B)(6) 2016. The infection was treated with medication and had been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.